Event description:
A pixel issue was reported on the pump display, which affected the customer¿s ability to engage with critical pump activities. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, confirming the customer knew how to put it into storage mode, and arranged for a return within ten days using a pre-paid label. The customer planned to use multiple daily injections as a backup therapy.